Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed a safety reset alarm accompanied by a total power failure alarm. Performance testing could not reproduce the alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board, and a faulty and degraded main circuit board microcontroller. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference number: (B)(4).

Event description:
It was reported to resmed that the display of an astral 150 device unexpectedly went blank, accompanied by an unspecified audible alarm. Attempts to restart the device by pressing the main power switch were unsuccessful. The patient was removed from the device and manually ventilated.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the display of an astral 150 device unexpectedly went blank, accompanied by an unspecified audible alarm. Attempts to restart the device by pressing the main power switch were unsuccessful. The patient was removed from the device and manually ventilated.